Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was used to deploy a 30mm watchman® closure device. However, during the full recapture the was and wds became kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was used to deploy a 30mm watchman closure device. However, during the full recapture the was and wds became kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of a watchman delivery system (wds) without the core wire or the implant. The device was bloody. The hub, sheath, and tip were microscopically and visually inspected. Inspection revealed numerous kinks in the sheath, sheath damage (abrasions) and tip damage (evidence of implant deployment/tricot damage). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.